Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on medical review. Initial report: this non-serious spontaneous case was reported by a plastic surgeon on (B)(4) 2012 and was forwarded by local affiliate (local case number (B)(4)). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) treatment in (B)(6) 2011 with at least two vials on temples, cheek lines and chin to correct skin depressions. On an unknown date shortly after treatment, the pt experienced small nodules at injections sites with 3 nodules on the right side of the face and 2 nodules on the left side. The nodules were not visible but palpable and were in the "depth" of the skin. The pt recently received treatment with hyaluronic acid (restylane) in (B)(6) 2012 and after that the nodules had increased in size. The physician thought that some of the hyaluronic acid fluid (or water) was affecting the nodules and the final result was larger nodules. The injected areas had been thoroughly massaged by the pt since the poly-l-lactic acid injections. Even though the size of the nodules increased, none of the nodules were visible. The nodules were sore with signs of inflammation and the physician will therefore prescribe oral antibiotics. The pt had no systemic process develop after poly-l-lactic acid injection and no biopsy was performed. There was no evidence of permanent impairment of body function or body structure. No medical history was provided. Concomitant medications included hyaluronic acid. Corrective treatment: antibiotics orally (nos). Action taken: not applicable. Outcome: not recovered. Reporter's causal assessment: not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4). Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.